Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer did not complete the load process when performing a supply change. Additionally, the customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Customer was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged 10 days later with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended and that the pump did alert appropriately to notify the customer that the load process was not completed. Tts confirmed that the customer was able to complete the load process and resume insulin successfully.